Event description:
Event reported as, "port leaking so removed from patient; tested by doctor and shown a slow leak from base plate."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/may/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of access port. Another breakage was noted in the band tubing. This breakage may have been made to facilitate removal of the device, and may not be in the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."